Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The remaining tang is bent, but not broken. The observations of the failure made from the inserter are consistent with bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device's tip broke off during an unspecified spinal surgery. Instrument and tip were removed from surgical field and back up hardware was used. No patient complications were reported.